Manufacturer narrative:
(B)(4); batch # unk. User facility medwatch #(B)(4) (maude report) was received. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that an "endopouch broke during procedure." The type of procedure was unknown. It was reported there was no adverse event.